Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer reference number: 2938836-2019-04971. It was reported that the device was explanted, and the rv lead was capped due to infection.